Manufacturer narrative:
The investigation confirmed that multiple, reproducible higher than expected vitros phbr quality control results were predicted while using the vitros 5600 system. There was no evidence that an instrument related issue contributed to the event. Expected performance of the vitros phbr reagent was returned using an alternate lot of vitros tdm pv I control fluid. The investigation was unable to determine a definitive root cause. However, vitros tdm pv I lot g1647 and vitros phbr reagent lot 2538-0060-7822 could not be ruled out as potential contributing factors. The root cause of the event is unknown.

Event description:
The customer obtained multiple, reproducible higher than expected vitros phbr quality control results (qc fluid lot g1647 = 15.2, 14.7, 14.8, 14.0 vs. An expected result= 10.83 ng/ml) using a vitros 5600 system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected or reported from the laboratory. There was no allegation of patient harm. This report is number four of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).